Event description:
The customer reported that there were bubbles coming out of the scope connected to the evis exera iii xenon light source for "three cases in a row." The customer mentioned replacing the water bottle; however, the issue persisted. The event occurred during a colonoscopy procedure and the same device was used to complete the procedure. There was no patient no harm or user injury reported due to the event. This medwatch report with patient identifier (B)(6) is the first occurrence. The medwatch report with patient identifier (B)(6) is the second occurrence. The medwatch report with patient identifier (B)(6) is the third occurrence.

Manufacturer narrative:
An olympus technical assistance center (tac) spoke to the customer and provided contact information of their endoscopy account manager. The customer requested for a sales representative to come onsite to sit through procedures to help resolve the issue. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced on site. It was assumed that bubbles were coming out of the scope due to defects of the hose and related parts inside the output connector. Replacing the water tank did not improve the phenomenon. The cause of the malfunction could not be identified. Other inspection findings found: air leak was confirmed from the inside of the output connector. Olympus will continue to monitor field performance for this device.